Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the tip detached and remained inside the patient. A v-14 control wire was selected for use in a pulmonary balloon angioplasty procedure to treat stenosis in a lung vessel. During the procedure, 1mm of the tip coating detached. The device fragment was not removed. The procedure was successfully completed with this device. No patient complications were reported.